Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to prolapse bladder, stress urinary incontinence, moderate cystocele, and minimal uterine prolapse on (B)(6) 2009. It is reported that the patient has not been able to enjoy exercising, household chores, lifting or sex since the procedure because of urine leakage, and sex is too painful. It is reported that pelvic pain, bladder infections and urinary leakage resulted from the implantation procedure. (B)(4) ¿ urinary leakage.